Event description:
Stryker rejuvenate hip implant removed due to patient's persistent complaints of pain and immobility.what was the original intended procedure?this was hip implant explantation from hip implant placed in (B)(6) 2011.device #1is this a laboratory device or laboratory test?no.